Event description:
A customer reported that during a procedure, the vitrector would not cut. An alternate probe was used to complete the case. There was no harm to the patient.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history records (DHR) for the lots were reviewed. A cut test alignment and cut failure issue was found on two of the seven component lots, however the suspect product was re-inspected and the product was released according to the manufacturer's acceptance criteria. A complaint history review indicates zero add'l complaints were associated with the two cut test alignment and cut failure issue component lots. The root cause could not be determined. (B)(4).